Event description:
It was reported that a patient experienced bacterial peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (intraperitoneally, dose and frequency unknown). At the time of this report, vancomycin treatment was ongoing. Five days after being admitted to the hospital, the patient was discharged. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.